Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: anexectomia bilateral por lapatoscopia. Translation ame: bilateral laparoscopic adnexectomy. Event description: the doctor tell us that during the intervention she introduces a gauze by the trocarm during the introduction of gauze force a little and unexpectedly the white plastic covering the kii seal inside is out, the doctor says that nothing happens, it just got that piece out. As an internal requirement of the hospital have not given us aby trocar or photo, surely contact us to proceed with the collection to analyze if you consider. Additional information received from sales representative by email on 15mar2018: it was the instrument shield that detached. Additional information received from sales representative by email on 09apr2018: the duckbill did not detach from the seal housing, only the instrument shield. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic internal component of the seal, was dislodged. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused when gauze was inserted through the trocar. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.